Event description:
(B)(6) 2022 mpxr 953014 (rep, hcp, for): medtronic received information regarding an axium coil that was pulled from the aneurysm sac during the procedure. The patient was undergoing a coil embolization procedure to treat an unruptured saccular c5 artery segment aneurysm. The aneurysm max diameter was 3mm and the neck diameter was 2mm. Blood flow and vessel tortuosity were normal. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil was the final coil being used in the procedure. After detachment, the pushwire was removed and it was intended to end the surgery. However, when the microcatheter was removed, the tail of the coil was pulled out of the aneurysm sac. A stent was then used to press the coil back into place in the aneurysm. There was no harm or injury to that patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient received dual antiplatelet (dapt) medications for 3 days prior to the procedure - aspirin 100mg and clopidogral 75mg.